Event description:
The customer reported that approximately 10 cc¿s of diluent had leaked from the dxh 800. The customer reported three patient samples recovered with r flags before he noticed the leak; however the results were correct and not reported outside the lab. The leak was not contained within the instrument.

Manufacturer narrative:
The field service engineer (fse) found the qd (quick disconnect) located between vl314 and fy335 was loose causing the leak of diluent and lyse. The fse confirmed that the results had r flags (see attachment) but were correct; however, all patient samples were rerun on the lab's backup dxh 800 as a precaution. These results were also accepted as correct and reported. Results from the second dxh800 were not provided for review. The fse secured the qd resolving the leak and r flags on patient samples. Upon recur the failure mode identified is likely to cause erroneous cbc results due to improper sample/reagent delivery to the wbc and rbc baths. (B)(4).